Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump was experiencing a shortened battery life of 3 days. No additional information was provided; the pump was unavailable to troubleshoot at the time of the call. This complaint is being reported because the reported power issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed on investigation. A review of the pump¿s black box revealed a battery replacement following a replace battery alarm; there was no indication of excessive battery usage. The battery compartment was undamaged and without evidence of moisture ingress. The battery cap was without evidence of moisture damage and was able to properly secure to the pump. No power issues were observed during investigation. The pump¿s electric draws were found to be within specification. There was no evidence of damage, defect, or moisture on the pump¿s internal components. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.